Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, mildly tortuous and 90% stenosed lesion causing the reported failure to advance. Continued resistance with the difficult anatomy during removal was experienced causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. During advancement, the xience skypoint stent delivery system (sds) met resistance and failed to cross due to heavy calcification. During removal, resistance was met with the lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. A drug coated balloon was used to complete the procedure. No additional information was provided.